Event description:
During removal of the uterine manipulator, the green cuff had broken off and remained in the patient while the rest of the manipulator had been removed. When the green cuff was removed from the vagina, two small pieces were also with it. The patient's vagina and body were searched for additional pieced, none were found.